Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements following the implant procedure. Surgical intervention was performed and the lead was explanted. The patient is not dependent on ra therapy. No additional adverse patient effects were reported.